Event description:
In 1999, the facility's radiology team leader informed the manufacturer sales rep of the following. The catheter had holes in the extension legs and as a result was explanted in 1999. No further details were provided.